Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: inlay change. No patient harm. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the altrx neut 32idx48od appeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). There are machining lines from the manufacturing process yet visible within the liner which would not be as obviously present if would be more centrally loaded. Furthermore the rim presents a portion fractured. A manufacturing record evaluation was performed for the finished device product code: 122132048 lot number: m01x17, and no non-conformances / manufacturing irregularities were identified. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definitive root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the altrx neut 32idx48od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 6/22/2022. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 5/31/2027. 5) IFU reference: IFU-0902-00-701 rev. T. Device history review: a manufacturing record evaluation was performed for the finished device product code: 122132048 lot number: m01x17, and no non-conformances / manufacturing irregularities were identified. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: inlay change. No patient harm. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the altrx neut 32idx48od had a large portion of the rim fractured, additionally, slightly deformation can be seen. It is worth mentioning that the femoral head presents metal transfer. Due to the observed conditions it is reasonable to conclude that a disassociation event occurred between the liner and the cup. A manufacturing record evaluation was performed for the finished device product code: 122132048 lot number: m01x17, and no non-conformances / manufacturing irregularities were identified. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definitive root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the altrx neut 32idx48od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 6/22/2022. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 5/31/2027. 5) IFU reference: IFU-0902-00-701 rev. T. Device history review: a manufacturing record evaluation was performed for the finished device product code: 122132048 lot number: m01x17, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :inlay change. No patient harm. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment img_2882, img_2881, img_2880, img_1873. The photo investigation revealed that the altrx neut 32idx48od had a large portion of the rim fractured, additionally, slightly deformation can be seen. It is worth mentioning that the femoral head presents metal transfer. Due to the observed conditions it is reasonable to conclude that a disassociation event occurred between the liner and the cup. A manufacturing record evaluation was performed for the finished device product code: 122132048 lot number: m01x17, and no non-conformances / manufacturing irregularities were identified. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definitive root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the altrx neut 32idx48od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 6/22/2022. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 5/31/2027. 5) IFU reference: (B)(4). Device history review : a manufacturing record evaluation was performed for the finished device product code: 122132048 lot number: m01x17, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a1, a2, a3a. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the implantation of the left hip tep was on (B)(6) 2022. Revision with head and inlay change for inlay fracture and secondary inlay dislocation on (B)(6) 2025. This occurred while putting on shoes. The patient was discharged 4 days after the operation and is currently undergoing rehabilitation.